Manufacturer narrative:
Device evaluate by manufacturer: the rotablator console powered up but did not function properly failing the functional testing. The reported complaint of the stall and revs indicator were confirmed, this was traced to the console but it could not be determined what caused the failure. The most probable cause of the failure was a broken or damaged pcba. Visual inspection the rotablator console was ok. All connectors functioned correctly. The dynaglide foot pedal performed properly and visual inspection was ok. All connectors functioned correctly.

Event description:
It was reported that display issues occurred. The rotablator console kit has been used primarily for training purposes but also in clinical applications. The device was selected for use for training and during preparation, it was noted that the device started to show inconsistencies with its display. The dynaglide image works 100% on the display but the stall and rpm indicator does not. Rotations were heard at varying speeds, but the indication light did not display correctly. They were unable to correctly set the settings. The training procedure was completed with a different rotablator console kit. No patient complications were reported.

Event description:
It was reported that display issues occurred. The rotablator console kit has been used primarily for training purposes but also in clinical applications. The device was selected for use for training and during preparation, it was noted that the device started to show inconsistencies with its display. The dynaglide image works 100% on the display but the stall and rpm indicator does not. Rotations were heard at varying speeds, but the indication light did not display correctly. They were unable to correctly set the settings. The training procedure was completed with a different rotablator console kit. No patient complications were reported.